Event description:
The patient was admitted for coronary stenting. The target lesion and characteristics are not known. A cypher select + 2.50x18mm stent was chosen for the procedure. The device was removed from the packaging, inspected and flushed according to IFU. There were no anomalies noted. The inflation manometer was not connected to the cypher sds during insertion and advancement to the target. There were no difficulties reported advancing the target to or across the target site. The sds was connected to a boston scientific inflation manometer and negative prep was performed. The device prepped normally and no anomalies were noted. The device was deployed to nominal pressure; however, the gauge of the inflation manometer lost pressure and the stent did not deploy. The surgeon realized that it was not possible to inflate the balloon as there was a crack in the hub near the area in which the inflation manometer connects to the hub. The device was withdrawn back through the guiding catheter with the stent mounted on the balloon and the device was removed from the patient without complication. A new catheter was used to successfully complete the procedure.

Manufacturer narrative:
One non-sterile cypher 2.50 mm x 18 mm was received coiled inside of a plastic bag. The catheter was received with the stent mounted in its original position with no damages. The hub was found cracked and a little piece was missing. The piece was observed under microscope and the luer hub was observed vertically cracked from the thread through the molding injection point. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The failure reported by the customer was confirmed and determined to be related to the manufacturing process of the product. The lot number for this product was identified as an affected lot. An investigation was conducted and actions have been initiated to address hub crack failures in the cypher family. Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).